Event description:
It was reported that an insulation break was observed during a device replacement procedure. The lead was capped and replaced. The patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.